Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo showed that the unit package is opened, the gauge is 24ga, a black foreign matter at the adapter of the prn. 2. DHR/bhr review (lot#4258135): 1) this batch of products were assembled at intima ii auto line 4 in oct 2024 and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no foreign matters are found. 4. Foreign matter investigation: 1) according to the location of the foreign matter: the foreign matter may come from the assembly process of prn, or from the molding of the adapter. 2) field tracking and inspection of the above two areas and products, no similar foreign matters have been found. Conclusion(s): no abnormality is found in process and retained samples. The returned photo shows some black foreign matters at the adapter of the prn. As no defective sample has been received, the composition of the black foreign matters cannot be confirmed, and their source cannot be accurately determined. The plant will continue to track and pay attention to.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvcii had foreign matter on (B)(6) 2025, nurse left an indwelling closed intravenous catheter for a child patient. She noticed a black spot on the prn cap and immediately replaced it with a new closed intravenous catheter, without causing harm to the child patient. The incident was reported to the head nurse.